Manufacturer narrative:
Due to limited information this event is being reported in a conservative manner. The manufacturer is in the process of following up with the physician to retrieve further information on this event.

Event description:
On (B)(6) 2017 the manufacturer received information through patient tracking of an annuloflex mitral annuloplasty ring size 32 that was implanted on (B)(6) 2006 and explanted in 2008. A st jude mitral valve was implanted (size unknown). The patient also has a carboseal valsalva ascending aortic prosthesis cp-023 implanted since (B)(6) 2006.

Manufacturer narrative:
Confirmation was received that no further information is available regarding this event. As the device was not available for return, no device analysis could be performed. Based on the case history provided, no device issue was identified. Furthermore, according to clinical experience, the replacement of an annuloplasty ring by a mitral valve prosthesis generally indicates a repair due to patient factors, in which the annuloplasty ring ceases to provide adequate repair and a total valve replacement is required. As such, no investigation is warranted based on the information available to date. Device not available for return.